Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that they are unable to tear away the splitable sheath. No patient injury to report.

Manufacturer narrative:
Photographs of the defect were provided and examined. The complaint is confirmed. Root cause is attributed to the manufacturing process due to incomplete scoring. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot were identified. Corrective actions are in process.